Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery was exhibiting normal battery depletion. The device remained in service and no adverse patient effects were reported. Additional information was received that the device was subsequently explanted and replaced. No additional adverse patient effects were reported.